Event description:
On (B)(6) 2022 the patient underwent a primary tlif (l4-5) procedure without surgical delay. On an unknown date it was found that the cage had backed out. On (B)(6) the patient is scheduled to undergo a revision procedure. The surgeon wondered if the cage might have triggered the event. No further information is available. This complaint involves one (1) device.

Manufacturer narrative:
The device history record was reviewed and there were no issues found. The device was not returned so n evaluation was not performed. There were no non-conformances or capas associated with this lot and the lot met acceptance criteria. Expulsion from a disc space can lead to serious injury, however, expulsion is often due to external forces or poor cage placement, not cage design. However, the investigation was non-conclusive as radiographic imaging and the device were not returned. The root cause could not be determined.